Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck was fairly angulated and tortuous. The proximal aortic neck measured 20-22mm in diameter. The right common iliac measured 13.7mm and the left common iliac artery measured 14.1mm in diameter. It was reported that during the index procedure, the final angiogram observed a proximal type I endoleak. The stent graft had landed at the intended landing zone. The physician decided to complete the procedure and follow up with the patient in 30 days. A follow up CT scan was done and the endoleak had self resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).